Event description:
Leaking hemostatic valve on the tffb resulted in patient blood loss of an estimated 400-500mls. The patient required a blood transfusion.

Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation at this time. Per specification, check-flo discs critical dimensions are inspected during incoming quality control. Inspection of captor valve assembly performed 100% unless otherwise specified. The discs are also examined to verify that each is punctured and free of tears. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. Damage and compression set of the check-flo discs likely resulted in leakage. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA has been initiated in regard to this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). Based on risk assessment per qera, risk reduction is recommended. A CAPA is currently open and addresses this failure mode.